Event description:
It was reported that after implant, there was an area around the skin of the pocket incision, that the patient brought forward to the physician. The physician referred the patient to a wound clinic. The patient ultimately had a procedure to clean the area out. No additional adverse patient effects were reported. This product remains in service. This report will be updated, should additional information be received.